Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-06512. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the system stopped working during a procedure where the patient was already under anesthesia and the guide wire was inserted. The device was in clinical use at the time of the reported event. The procedure had to be cancelled, however no harm was reported to philips. Philips has started an investigation of this complaint.